Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had a chest x-ray which revealed right atrial (ra) and right ventricular (rv) leads dislodgement. The rv lead was dislodged due to twiddler¿s syndrome and was reposition unsuccessfully due to screw not working properly; the lead was replaced. The ra lead was repositioned successfully. The patient was stable post-procedure.